Event description:
Corrected fields: b2 (other serious was inadvertently selected), h6. This supplemental report is being submitted to provide corrections to the aforementioned fields. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated field: h2, h10 corrected fields: b2 (other serious was inadvertently selected), h6. This supplemental report is being submitted to provide corrections to the aforementioned fields. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the physician believes the patient contracted rotavirus during the procedure. The patient experienced symptoms the same day as the procedure; 5 days later, their stool sample tested positive for rotavirus. The patient was treated with metamucil and azithromycin. The patient¿s condition was stated to be recovered/discharged.